Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. The customer reported complaint for the platform displaying error message user advisory (ua) 41 (patient temperature sensor failure) was confirmed during archive review and initial functional testing. The root cause was found to be due to defective temperature sensor. The temperature sensor was replaced to remedy the fault. During visual inspection, damaged sticky clutch, battery partition cover, motor/encoder covers and flexible patient restraint assay were noted. The autopulse platform is a reusable device and was manufactured on 10/09/2006. Therefore, this type of physical damage is characteristic of normal wear and tear for the life of the device. Archive data review indicated error message ua 41 occurred from (B)(6) 2017. The platform failed the initial functional testing due to the error message ua 41 displayed when the platform was powered on. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The motor /encoder cover, patient restraint assembly, clutch plate and the battery clip were replaced. The platform has passed the run-in and final functional test.

Event description:
It was reported that during shift check, the autopulse platform (sn: (B)(4)) was displaying error message user advisory (ua) 41 (patient temperature sensor failure). The customer was able to clear the error message; however, it kept reappearing. No patient involvement was reported.